Manufacturer narrative:
Continuation of d10: product ID 97745nt serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced issues while attempting to charge their implant, which was initially at 60%. The implant's charge decreased to nothing and slowed down. Additionally, the controller battery was low and could not be charged. The controller was found to be in magnetic resonance imaging (MRI) mode, displaying a triangle orange warning. After troubleshooting, the controller began recharging at 20% with a green flashing light. The patient was guided through exiting MRI mode and resetting the controller. The troubleshooting steps resolved the issue, and the patient was advised to let the controller fully charge and to monitor it. No patient complications have been reported as a result of this event.